Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for a gi bleed. The pt's hemoglobin was 5.0 at the time of admission and his inr had been 2.6. The pt had a colonoscopy, egd and capsule study twice but the source of the bleeding could not be found. The pt was discharged to home and remains ongoing.